Manufacturer narrative:
Please refer to attached analysis.

Event description:
During follow-up, the device was found with bipolar programming at ventricular side while the lead is unipolar. The polarity was set back to unipolar configuration.

Event description:
During follow-up, the device was found with bipolar programming at ventricular side while the lead is unipolar. The polarity was set back to unipolar configuration.

Event description:
During follow-up, the device was found with bipolar programming at ventricular side while the lead is unipolar. The polarity was set back to unipolar configuration.